Manufacturer narrative:
Results evaluations (other): preliminary investigation confirmed leakage on the two used samples. The leakage portion was located in the bonded portion between the cuff and the tube. The sample was not forwarded to the mfg site due to not being able to fully decontaminate. Upon receipt of the completed investigation a follow-up report will be submitted.